Event description:
The recipient is reportedly experiencing redness and inflammation at the implant site. The recipient was prescribed a steroid cream and recommended device non-use. The recipient's redness has resolved, however, the recipient is still experiencing pain at the implant site.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's pain reportedly resolved. This is the final report.